Manufacturer narrative:
H6: corrected the following: type of investigation. Manufacturer narrative update: the reason for the revision reported in the incident cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
D10: concomitant products: 5756107 - 02-010-03-0225 - logic cr femoral cem, left sz 2.5 5634742 - 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t 5649947 - 200-02-32 - three peg patella 32mm the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 35 months after a left knee replacement procedure, the patient underwent a revision procedure to prosthesis wear. Op report noted polyethylene was worn medially and laterally but was worse medially. There was also a crack in the polyethylene posteriorly and had 2 major synovectomy. The polyethylene was also delaminating. No further issues or complications were reported. No additional information is available.